Manufacturer narrative:
Date sent to the FDA: 02/25/2020. Additional information: d3,g1,g2. Corrected information: g1.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional ventral hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2017 during which the surgeon noted 60 minute extensive lysis of adhesions to take down the dense adhesions of the previous implanted mesh to the anterior abdominal wall, the intra-abdominal contents and the bowel. It was reported that the patient experienced severe pain and inflammation. No additional information is provided.